Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexg1946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter PICC was in the patient, when the guidewire was removed it had loose wires and the catheter was punctured.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of punctured catheters is confirmed, as is that of a broken wire, for one of the two samples, and the cause is determined to be use-related. Visual observation found that the stylet for sample 1 was indwelling and kinked proximal to the t-lock, which was not screwed onto the catheter, with a length of guidewire between the t-lock and catheter hub. The catheter was contorted, with several tight bends. The stylet was not protruding from the catheter tip. The catheter ended at the 35-cm depth mark. Residue, apparently blood, was found on the exposed portion of the guidewire. From proximal end of hub to catheter tip, the device was 43.5 cm long, although some bends remained. When the stylet was removed from the catheter, it was found that bending and kinking remained on the wire. On sample 2, the stylet was outside the catheter. The t-lock was not screwed onto the catheter. The wire was completely outside the t-lock septum, showing it had been subjected to significant tensile forces. The stylet coil wire was broken, as was the core wire, and was dramatically uncoiled and greatly stretched. The catheter ended at the 14-cm depth mark. Bending and kinking was found on the wire. The distal portion of the wire was apparently missing. The length of the core wire was found to be approximately 54.7 cm; however, the stylet was still bent at the time of measurement. On each device, the red hang tag stating ¿warning¿ flush catheter prior to use- catheter stylet with hydrophilic coating ¿ attention, see instructions for use,¿ and ¿warning ¿ do not cut stylet- withdraw stylet before trimming catheter¿ was present on the stylet. The slide clamps were not engaged, and no clamp impression was found on the extension tube, lending evidence that the device had not been flushed, as it had not been clamped. Tactual evaluation found that in sample 1 the stylet could be pulled proximally, but rebounded. The guidewire could not reasonably be retracted in that state. The bends in the catheter could be smoothed out by stretching out the device. Functional testing of sample 1 found that when water was allowed to flow into the hub into the catheter (hub could not be accessed with stylet in place), the stylet could be removed without significant difficulty. Flushing the catheter found the catheter to be patent and a leak developed just distal to the 0-cm depth mark. Microscopic evaluation found that the leak just distal to the 0-cm depth mark was due to a longitudinal split whose edges appeared pulled inward. This piece of the catheter was dissected, and the inside surface of the area around the split manifested significant abrasion damage. Sample 2: when the catheter was flushed, the catheter was found to be patent and at least seven beads of water developed from about the 5-cm depth mark to about the 9-cm depth mark. Microscopic evaluation found, just proximal to the 5-cm depth mark, a more or less longitudinal, smooth split. At about the 9-cm depth mark, a more or less longitudinal, rougher split was found. Just proximal to the 6-cm and 7-cm depth marks, and again at about the 9-cm depth mark, respectively, three more similar roughly longitudinal splits were found. The broken end of the core wire of sample 2¿s stylet was found to be repeatedly scratched circumferentially, with other abrasions. The distal surface was relatively straight. The broken end of the coil wire appeared to manifest a flat area. It is therefore apparent that the stylet had been cut. There is abundant evidence of bending and kinking of the stylets, and that they were pulled proximally, and in the case of sample #2, completely through the septum. The surface of the core and coil wire break tips on stylet #2¿s stylet appear to be consistent with a tensile break. The state of the stylet from sample #2 and both catheters can be attributed to resistance between the wires and catheters while the wire removal was attempted. The stylet left within sample 1 was removed with ease once the catheter was flushed, showing that the resistance would not have occurred had the catheter been flushed. Furthermore, the damage to the catheters was found to be composed of roughly longitudinal slits, often with evidence of abrasion on the inner surface. Therefore the cause of the damage seen to stylet #2 and both catheters is evidently due to lack of flushing before attempted removal of the stylets, and the event is therefore use-related. The IFU states: ¿I. Prior to beginning placement procedure, do the following: ¿ flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal. Ii. To avert device damage and/or patient injury during placement. ¿ avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. ¿ avoid perforating, tearing, or fracturing the catheter when using a stylet. ¿ do not use the catheter if there is any evidence of mechanical damage or leaking.¿ (prior to trimming the catheter) ¿3. Preflush the catheter ¿ attach prefilled syringe to the luer attachment on the extension set. ¿ preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet. ¿ leave syringe attached during procedure.¿ ¿12. Remove the stylet/ t-lock assembly ¿ disconnect the t-lock from the catheter luer connector. ¿ stabilize the catheter position by applying light pressure to the vein distal to the insertion site. ¿ slowly remove the t-lock and stylet. ¿ caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rexg1946 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexg1946) have been reported from the same facility.